Event description:
The omnipod dash pdm has issues with melting the charging cord and the bluetooth to the cgm transmitter often fails. This could be rectified by releasing the iphone app because it eliminates the need for the pdm. Both issues result in both hyper and hypoglycemia that would be mitigated by the more reliable apple tech. They've released an android app but no iphone, likely for business reasons with android. This puts patient safety at risk, as evidenced by the cord melting notification. Put patient safety first and release the iphone app. FDA safety report ID# (B)(4).